Manufacturer narrative:
Concomitant medical products: product ID 3888q56, lot# va07lh2, implanted: (B)(6) 2014, product type: lead. Product ID 3888q56, lot# va07lh2, implanted: (B)(6) 2014, product type: lead. Product ID 3888q56, lot# va07lh2, implanted: (B)(6) 2014, product type: lead. Product ID 3888q56, lot# va07lh2, implanted: (B)(6) 2014, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient and a manufacturer representative regarding that patient who was implanted with a neurostimulator for non-malignant pain and chronic low back pain. It was reported that electrodes 4-7 displayed high impedances of greater than 10,000ohms when performing an impedance check. The patient was experiencing coverage in an area that he did not want it in and it was in an uncomfortable position. Adjustments were made to the patient's programs, and he was happy with the coverage. The amplitude was turned down on one of his 1x4 leads (not the one that displayed high impedances). The issue was resolved at the time of the report. The patient was not experiencing uncomfortable stimulation any longer.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.